Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line did not hold and the tissue hung up. The reported issues were not confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple procedure, during gastrectomy, the stapler was fired with the tip of the jaw open because it either bit into the pyloric ring or something hard near the proximal side of the jaw. The weight of the fire was also said to beunchanged from usual. When the first firing was done to cut the stomach at the pyloric antrum the resection stump had torn away or pulled away from the tip side of the staple line. When additionally suturing the staple line on the gastric stump of the remaining side, the stump on the specimen side began to tear away, so it was determined that the staple was not properly engaged. Another device from a different manufacturer was used, and additional resection was performed. The firing was possible without any problems, and after that, the operation was completed without any further trouble.